Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the allergic reaction and infection are not related to the functionality or delivery of therapy of the device.

Event description:
It was initially reported by a vns patient¿s mother that the patient had developed ¿red prickly bumps¿ at both incision sites about a week after being implanted. The physician prescribed antibiotics however the medication did not help with resolve the issue. Further information was received from the patient's caregiver that the patient had a lot of keloids with the patient's device. It was reported that they applied antibiotic gel for the keloid but then the area was getting infected from the keloid gel so had to take off the gel piece by piece. Device history records were reviewed for the generator and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.